Event description:
It was reported to philips that the device had a defective ECG module. The customer spoke with an authorized service personnel (asp). The asp provided a quote for parts. The customer ordered the parts and will repair on their own. After the installation of the parts included in quote provided, the tests and verifications described in the equipment service manual must be carried out to verify its correct operation. Philips will not be held responsible for any incidence that may arise from the substitution of this material. To repair the device the customer was provided ECG and spo2 module and label set to resolve the reported issue. An evaluation of the device was not performed by philips. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device had a defective ECG module. There was no patient involvement.